Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath knotted in the vein. It was reported the vizigo sheath¿s guide knotted in the vein. There was difficulty in withdrawing the device, but the device unknotted and it was withdrawn without any patient consequence. They changed the vizigo and successfully completed. The issue did not result in any exposure of internal components or sharp edges. The physician indicated the event did not put the patient at risk for potential harm or injury.

Manufacturer narrative:
On 21-apr-2025, additional information was received indicating it was the "vizigo sheath" that knotted on itself. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath knotted in the vein. It was reported the vizigo sheath¿s guide knotted in the vein. There was difficulty in withdrawing the device, but the device unknotted and it was withdrawn without any patient consequence. They changed the vizigo and successfully completed. The issue did not result in any exposure of internal components or sharp edges. The physician indicated the event did not put the patient at risk for potential harm or injury. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000578 and no non-conformances related to the complaint was found during the review. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).